Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. It is unknown, where the incident occurred. Through follow-up communication livanova (B)(4) learned, that no more information than stated in the report will be given. Since the serial number has not been provided, no service history check, nor a device history check could be performed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report (mw5081103) in which it is stated, that a patient, who underwent a coronary artery bypass graft during which a heater cooler 3t was used, is possibly infected.